Event description:
Customer reported that their meter kept giving them error 5. Customer cleaned the meter and also used a new test strip. Issue persisted and not resolved with troubleshooting. Serial number of meter not provided by customer.